Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2014.

Event description:
It was reported that during use the left ventricular (lv) lead encountered high and unstable thresholds. The rv lead was capped, re placed and remains in the patient. A previously implanted lv lead was connected to the device. No patient complications have been reported as a result of this event.